Event description:
The customer reported that the device activated without the purple activation button being pushed. There was no pt injury. Another device within same surgery had the same issue. It can be found on MFR. Report# 1717344-2010-00995.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.